Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin 2g (route, frequency, and duration not reported) and fortum 1g (route, frequency, and duration not reported) for peritonitis. Action taken with therapy was not reported. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The date of the event was reported to be on or around (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.